Event description:
The customer alleges the circuit was observed to be cracked prior to use on pt. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed on the reported lot and there were no issues related to functional issues neither on the product or components during the mfg of the material. The reported complaint cannot be confirmed at this time because the defective sample is currently being investigated. The reported defect is a known issue and is currently being investigated by the MFR to determine the root cause of the reported failure. When additional info is provided a follow-up report will be submitted.